Manufacturer narrative:
(B)(4). Unit passed displacement test and selftest. The history/trace downloads were successful using thus software. The following alarms/alerts were noted on event date: pump error 54 on (B)(6) 2023 23:10:11.000, pump error 3 on (B)(6) 2023 23:10:13.000, and pump error 53 on (B)(6) 2023 23:12:15.000. Confirmed pump error 54 (filenumber = 32122 linenumber = 1421) due to software anomaly. Confirm pump error 3 as a consequence of pump error 54. Confirmed pump error 53 (filenumber = 2005 linenumber = 5632) due to software anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Pump error 54, pump error 3, and pump error 53 confirmed due to software anomaly. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error 53, 54 and pump error 3 alarm as confirmed in product analysis. Troubleshooting was performed. No harm requiring medical intervention was reported. The device was not be returned for analysis.